Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the pt is experiencing swelling and knee weakness.